Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii and textured to smooth implant exchange. Device remains implanted.

Event description:
Healthcare professional reported, left side capsular contracture, baker grade iii. And textured to smooth implant exchange. The device has been explanted.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified, capsular contracture: unable to observe, since it is a medical event. And is not related to the device. Anxiety¿product/procedure: unable to observe, since it is a medical event. And is not related to the device. It is not possible to determine, the lot number or catalog through the photos provided.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d6b., h.6.

Event description:
The device has been explanted.